Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event was originally captured in ((B)(4)) and reported in manufacturer report number: 1416980-2015-42253. It was reported during follow-up that the cause of the peritonitis was due to unspecified defects in the minicaps that were used by the home patient (reported in the initial as unknown cause). The peritonitis was manifested by abdominal pain. The patient was treated for the peritonitis with unspecified intravenous antibiotics. On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapies were discontinued. On an unreported date, the peritoneal dialysis catheter was removed and the patient was switched to hemodialysis therapy. After seven days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.